Event description:
The suspect device was used on a non-diabetic because the pt was not feeling well. Family member obtained results of 319 and 271 mg/dl. They called the doctor and were told to go to the ER. They were in the ER for a couple of hours when a lab was run and the result was 84 mg/dl. They were given a sodium chloride IV. Controls had expired. The device was replaced and requested to be returned for eval.